Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.